Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in a coronary artery. A 4.00 x 16 synergy ii drug-eluting stent was implanted and was post-dilated. Intravascular ultrasound (ivus) was performed and everything looks fine. Fractional flow reserve (ffr) was performed and the patient was given adenosine. However, the patient had bronchial spasm and had to be emergently "trached". The procedure was completed and everything was fine. An hour and a half later, the patient came back and the distal end of he implanted synergy¿ stent was noted to have thrombosed. Subsequently, declotting was performed, the thrombus was sucked out and post-dilatation was performed again. A secondary lesion was found just to the right of the previously implanted synergy¿ and was treated with the implantation of another synergy¿ stent and everything was fine. Ivus and post-dilatation were performed again and the procedure was completed. No further patient complications were reported.